Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the implantable pulse generator (ipg) would no longer charge. Database analysis revealed possible poor ipg to charger orientation and the patient may not be consistently charging efficiently as charging was frequently stopped when the ipg charge level was 1 or 2 out of 3 bars. The patient underwent a revision procedure. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Correction to the initial MDR. The suspect medical device reported in this MDR form should not have been reported on a 3500a MDR form. The event did not take place and the device remains implanted.

Event description:
It was reported that the implantable pulse generator (ipg) would no longer charge. Database analysis revealed possible poor ipg to charger orientation and the patient may not be consistently charging efficiently as charging was frequently stopped when the ipg charge level was 1 or 2 out of 3 bars. The patient underwent a revision procedure. No further information could be obtained despite good faith efforts.